Event description:
Echelon laparoscopic stapler was opened and a vascular reload was inserted. The stapler was introduced into the open abdomen of a liver resection case. The stapler would not open, close or fire. Two different staplers of the same kind were used and both did not work.